Manufacturer narrative:
H10, h3, h6: part of the device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product. No suture or anchors were returned. The depth limiter button was not in the default position. The actuator tip was in the t1 position. A functional evaluation was conducted. The actuator tip was seized. An analysis of the enclosed images appears to show a fast fix device outside it's packaging with it's instructions for use and fast fix labeling. The reported failure was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of the device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a meniscus repair, the t2 on the fast fix 360 could not be deployed. T1 was removed from the patient. The procedure was completed with a backup device and no delay nor further complications were reported.